Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead could not be connected to the device. A new rv lead was attempted with the same results. Therefore, the device was explanted. An obvious change in the header was visible which resulted in the connection issues. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Inspection concluded there was narrowing in the defibrillator outer bores approximately halfway between the bore opening and the terminal blocks. As a result, the clinical observation was confirmed.

Event description:
--